Event description:
It was reported that the pump exhibited a syringe flange sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked by the l bracket and the left plunger case had a broken screw boss. Flange sensor error found in pump event history log. During functional testing using the power up process, the reported issue was duplicated. The optocoupler was knocked off the top case mount. This root cause of this issue was a result of the customer's physical damage to the device. Installed optocoupler to top case.